Event description:
Post pipeline procedure involving a marksman catheter, it was reported that the patient experienced contralateral motor weakness.it was reported that the patient's condition resolved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).